Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server needed an update. A technical support specialist applied knowledge article 000007688 (pyxis es server reboot process and validation) by stopping and disabling all relevant services across app, database, and report servers, rebooted systems, restarted services successfully, verified sync and message processing status as normal. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server system needed update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.